Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). D4. Medical device expiration date: unknown there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported while using bd vacutainer® sst¿, an unspecified number of tubes were cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received six photos for investigation. The photos show a collapsed tube, a shattered tube, multiple hemogard molding defects, and two lot 4352108 tubes stuck together due to a label flaw. However, only the label flaw tubes had a visible lot number. For lot 5045813, 30 retained samples were visually inspected for collapsed tubes with no failures reported. Additionally, for lot 4352108, 30 retained samples were visually inspected for label defects with no failures reported. Furthermore, for lot 4278511, 30 retained samples were visually inspected for molding defects with no failures reported. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Bd was unable to determine the specific lot number associated with the cracked product/component defect; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the lot 4352108, for the indicated failure mode: label flaw based on customer photo analysis. This complaint has not been confirmed for the lot 4278511, for the indicated failure mode: molding defect. This complaint has not been confirmed for the lot 5045813, for the indicated failure mode: collapse. This complaint has not been confirmed for the lot unknown, for the indicated failure mode: cracked product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® sst¿, an unspecified number of tubes were cracked. No adverse impact was reported regarding the patient or user.